Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system with this right atrial (ra) lead was suspected of exhibiting farfield oversensing of possible atrial flutter. Technical services (ts) noted low ra signal amplitude/sensitivity set at 0.3 mv and observed additional activity on the ra channel that did not appear consistent with atrial flutter, which was more evident on a stored right ventricular automatic threshold (rvat) test episode. Ts recommended clinical evaluation to confirm atrial flutter and assess for potential oversensing. This pacemaker remains in service, and no adverse patient effects were reported.